Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had experienced high blood glucose. The customer¿s blood glucose was 532 mg/dl at the time of the incident. The customer was treated with insulin pump. The customer reported that the drive support cap was normal. The insulin pump will not be returned for analysis.